Event description:
A customer observed discordant (B)(6) results obtained from a single patient sample when tested with vitros (B)(6) reagent on a vitros 3600 immunodiagnostic system (0.108, 0.84, 0.83 s/c) compared to reactive results on a vitros eci immunodiagnostic system (1.18, 1.16 s/c). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The discordant (B)(6) results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discordant (B)(6) results were obtained from a single patient sample when tested with vitros (B)(6) reagent on a vitros 3600 immunodiagnostic system when compared to (B)(6) results obtained on a vitros eci immunodiagnostic system during a correlation study. An assignable cause for the discordance cannot be identified. No instrument or reagent malfunction was identified as a potential contributing factor. All data presented indicated the vitros 3600 instrument and (B)(6) reagent was performing as intended. The event was isolated to a single patient sample as concordant results were observed between the vitros 3600 and eci instruments from (B)(6) other patient samples tested in the same correlation study. An assignable cause for the event is unknown.